Event description:
(B)(6) old female who was told unequivocally that she had a benign uterine fibroid based on pre-operative assessment which included clinical history, exam, ultrasound and MRI. Patient was recommended for hysterectomy for presumed symptomatic fibroid. Intraperitoneal morcellation of the uterus and associated masses was performed. Final pathology reveled leiomyosarcoma. Second look operation within 3 weeks demonstrated fragments for sarcoma involving the peritoneum in the region of the morcellation procedure, that were not present at the time of hysterectomy. This has led to stage 4 disease with known increase risk of death compared to uterus limited disease. The issue is that there is no way to preoperatively determine which presumed fibroids are malignant. This case of a young woman with a "classic" presentation of benign fibroid highlights this limit.